Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested 10/11/2007 and 10/18/2007 by mail, fax, and phone. A completed questionnaire was returned 10/22/2007 by fax.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the anterior capsule fibrosed on the front surface of the lens, thus affecting the patient's vision.